Event description:
(B)(4). Over the last 6 months, I had bloodwork done to see if I had arthritis. All tests came back negative. These are the symptoms, I had been experiencing prior to essure removal. Stabbing pains on lower pelvic area, extreme cramping, feeling of contractions {as if I was in labor}, severe bloating {as if I was 4 months pregnant}, lack of energy, hard time focusing { mind fog}, heart palpations, dizziness, painful intercourse, lower back pain.